Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. B3: event year only reported: 2025. D4 batch #: z70033. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip off returned. Additionally, the tissue pad was damaged and 100% present. The device was connected to the energy system and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z70033, and no non-conformances were identified. This is an analysis of an image submitted for evaluation. Review of the images provided by the customer shows packaging labeled with lot number z70033. Based on the available images, no defects were observed.

Event description:
It was reported that during a left nephrectomy surgeon experienced the harmonic ceasing during use- generator message was to change our device- changed device and was able to continue with case- no patient impact- no other patient info known.